Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The aware date is an estimation and will be updated if further information is received.

Event description:
It was reported that there was air in the heating system. It was unknown if patient involvement happened.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device pump was replaced and the device passed all testing.